Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous, 80% stenosed lesion in the mid right coronary artery (rca). Pre-dilatation was completed with unspecified 2.0mm and 2.5mm balloon dilatation catheters (bdc), and a 2.5x38mm xience xpedition drug eluting stent (des) was implanted at the target lesion. Post-dilatation was performed with a 2.5mm nc balloon, after which a distal edge dissection occurred. A 2.25x12mm xience xpedition des was used to cover the dissection and successfully complete the procedure with a timi iii flow. There was no adverse patient sequela. No additional information was provided.